Event description:
It was reported by a customer that on (B)(6) 2010, there was a decrease in fiber vaporization efficiency at 29,740 joules. No pt injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis disclosed that there was a bend at the flow tube/ss cap interface. The fiber broke at the same location and there were many glass chips inside of the flow tube. The root cause of the device failure was determined to be ff2. The stray light root cause was the fiber tip chipped. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.